Manufacturer narrative:
Initial reporter occupation: arm, cphrm risk manager, (B)(6). Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that an aortic dissection was noted while attempting to insert an intra-aortic balloon (iab). The patient continued to have high filling pressures and low cardiac output despite optimization with iabp and inotropic support. The decision was made to proceed with va ECMO.

Event description:
It was reported that an aortic dissection was noted while attempting to insert an intra-aortic balloon (iab). The patient continued to have high filling pressures and low cardiac output despite optimization with iabp and inotropic support. The decision was made to proceed with va ECMO. Medwatch report # mw5154431 received 15may2024: a 56 year-old-male underwent an intra-aortic balloon pump (iabp) due to cardiogenic shock. Following the placement of a getinge iabp an acute, type b dissection was identified.

Manufacturer narrative:
Medwatch report received 15may2024. Updated field(s): weight. /weight (units). Describe event or problem. Initial report sent to FDA? Report source. Other source - please specify. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.